Event description:
It was reported that a user experienced prolonged hypoglycemia while camping, with cgm readings as low as 39 mg/dl overnight and subsequent hyperglycemia up to 342 mg/dl; the user disconnected the ilet pump overnight believing it was contributing to lows, treated with oral carbohydrates, and was advised to reconnect the pump once in range to reduce rebound hyperglycemia and avoid overtreatment. Symptoms included hypoglycemia with sweating and shaking, followed by hyperglycemia. Outcomes included classification as a serious injury or illness and an unexpected medical intervention requiring medication. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device findings and insufficient information to determine a device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.